Manufacturer narrative:
It was later reported that issue resulted around a loose set screw which was resolved in a revision procedure. Nothing further was available.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a non-boston scientific representative that a non-boston scientific device detected shock impedances around 62 ohms. However, as of recent the measurements were >200 ohms. Troubleshooting resulted in the same measurements. No noise was present. The patient was to be sent for a chest x-ray. No patient adverse patient effects were reported.